Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit and failed battery test, and it also had cracks at the battery compartment. The blood glucose reading was 217 mg/dl. The customer did not know how the damage occurred, stating that the crack had been there for about 2 years. She reported that she had to try 3 separate batteries, and when she inserted the battery, the screen showed a full battery; however, when she pressed the act button, the device alarmed battery out limit. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and alarms occurred during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and reservoir tube window, reservoir tube cracked, and missing end cap sticker.